Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies and a an adverse event on (B)(6) 2019. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying a reading of 74 mg/dl, compared a bg meter reading of 74 mg/dl. They patient stated thirty minutes later they started sweating and became incoherent and unresponsive. Her husband called 911 and when the paramedics arrived, they checked the patient¿s blood sugar and the bg meter was reading 35 mg/dl. It is unknown what the cgm was displaying at that time. They administered the patient with glucose via intravenous (IV) therapy. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. No additional patient or event information is available.